Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had issues with no delivery alarms. The customer's blood glucose level was reported to be 500mg/dl. It was reported that the customer treated with manual injection and set change. It was reported that the alarm was resolved with the set change. It was reported that the customer declined to return set for analysis. It was reported that the customer is being sent out replacements, and was advised to call back if issues reoccur.